Event description:
It was reported that the pulse generator exhibited backup operation. Device replacement would be scheduled due to normal elective replacement indicator.

Manufacturer narrative:
(B)(6).